Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4) was completed on december 5, 2019 which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. The stellant disposable set that was in use during the procedure was discarded by the site; therefore, they are not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. Additional applications training was offered; however, the customer declined. The site continues to use the stellant CT injection system after the reported event with no further issues reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported the following: a patient was undergoing a CT scan while connected to a stellant CT injection system. During the injection, approximately 10-20cc of air was visualized on the subsequent images. The patient was asymptomatic; however, they were admitted to an inpatient unit for observation and was discharged to home the following day without further issue.